Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient was seen in clinic and the por was cleared via interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017. The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a power on reset and a wireless care alert was observed. The observation presented as a divide by zero power on reset (por). Further information was requested, however, not available at this time. The crt-p remains in use. No patient complications have been reported as a result of this event.